Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level was 327 mg/dl at the time of the call. The customer stated that she did not have a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. The occlusion test and the operating currents were not performed due to button/keypad anomaly. No frozen screen or blank display anomaly was noted during testing. The device had cracked case at display window corners and minor scratches on the display window.